Manufacturer narrative:
(B)(4). Medical devices: 11-363660, 36mm cocr mod hd -6mm, 260600, unknown acetabular shell, unknown acetabular liner. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-09687. Customer has indicated that the product will not be returned to zimmer biomet for investigation, [discarded]. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient's right hip was revised on the same day it was implanted due to unknown reason. The surgeon removed the stem and the head. Attempts have been made and additional information on the reported event is unavailable.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. UDI: (B)(4). Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.